Event description:
On three guide wires the tip unravelled approximately 5 cm from the tip, but did not come completely apart. The guide wire was successfully removed from the pt without incident. Reportedly, there were no pt effects.